Event description:
It was reported patient underwent an achilles reattachment procedure utilizing titanium screw anchor with needle on (B)(6) 2013. Subsequently, it was noticed the product sterile date was expired.

Manufacturer narrative:
Review of device history records show that lot released with no recorded anomaly or deviation. Review of sales history found product was distributed prior to expiration date.